Event description:
Medtronic received a report that the patient was undergoing treatment for an amorphous, unruptured right c7 segment aneurysm with a max diameter of 6 mm and a 4 mm neck diameter. It was noted that the patient's vessel tortuosity was minimal. The access vessel was the femoral artery, with 9.5mm diameter. The landing zone was 3.9 mm distally and 4.4 mm proximally. Dual antiplatelet treatment (dapt) was administered. The pru level was within the target range. It was reported that after the microcatheter and stent were positioned successfully, the distal end of the stent failed to open. Deployment was continued, and although the middle segment of the stent opened, the distal end still did not open. The operator attempted to recapture it and repeat the maneuver, but the stent and microcatheter dropped together and could not be advanced back up again. The system was therefore withdrawn with the intention of performing a stent transfer. However, it was then found that the microcatheter could no longer recapture the stent, which had become stuck inside the microcatheter. On close inspection, the marksman had assumed an accordion-like configuration. A new stent and microcatheter were then used, and the procedure was completed successfully with full stent opening. The angiographic result post procedure showed blood flow was patent, and there was contrast stasis within the aneurysm. The pipeline was used for an indication that is approved (on-label). The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a navien 6f-115 lot number: d064876.

Manufacturer narrative:
Continuation of d10: product ID ped-450-16 (d061317); product type: ; implant date ; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.